Event description:
Implant didn't achieve osseointegration, diabetes mellitus, infection, mobility. Implant placement inconspicuous, good primary stability, closed healing. Patient has worn prosthesis over implant. 4 weeks after implant placement --> explantation.